Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission detected an alert for low out of range pacing lead impedance early in the year. More measurements of lower out of range impedance have been detected since the alert. Isometric testing performed found no noise. The patient will be scheduled for a chest x-ray. No intervention has been completed. No patient symptoms were reported.